Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater 600 mg/dl) on their blood glucose meter at 9:13pm. Based on that reading, the consumer administered 3.3 units of insulin. After administering his insulin, the consumer didn't feel as high as the results decided to test again. Using the same meter and test strips received a result of "hi" (greater than 600 mg/dl), and again took 4.6 more units of insulin at 9:14pm. At 10:49pm, he tested again getting another "hi", the consumer administered 5.9 units of insulin. At 11:37pm, the consumer tested again, getting another "hi" and took another 7.7 units of insulin. The consumer stated, he did not feel like the results he was getting. At 1:30am, the consumer experienced a hypoglycemic event which required medical intervention at the hospital. The hospital tested the consumer and received a result of 38 mg/dl. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.